Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Removed lot specific information. It is not possible for the lot the customer reported to have been the lot in use because the incident date is prior to the manufacture date of the strip lot that was reported.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that patient received the following results on the inform ii system compared to lab results within 5 minutes: 9.5 mmol/l (inform ii meter) and 4.7 mmol/l (lab). No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.